Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report. The cutting wire has broken near the distal end. Due to the break in the cutting wire, the sphincterotome will not respond to handle manipulation and is no longer operational. The cutting wire exhibits evidence of a cautery application (blackening of the cutting wire was noted). No section of the cutting wire is missing. Approximately 1.7cm of the cutting wire is missing and was not included in the return. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A broken cutting wire/detached can occur if the tip of the device is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. Cutting wire breakage/detachment can occur if the handle is manipulated with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Cutting wire breakage/detachment can also occur if the cutting wire makes contact with the endoscope when electrosurgical current is applied to perform the sphincterotomy. The instructions for use caution the user to ensure the cutting wire is completely out of the endoscope when applying electrosurgical current. The instructions caution the user that contact of the cutting wire with the endoscope could result in breakage of the cutting wire. If the sphincterotome is used with excessive electrosurgical current settings provided by the electrosurgical unit, this can contribute to cutting wire breakage. The instructions for use for this sphincterotome direct the user to verify desired settings by following the electrosurgical unit manufacturer's instructions. If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contributed to cutting wire breakage and detachment. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. The user is also instructed to advance the sphincterotome through the accessory channel of the endoscope in short increments. This activity will aid in device preservation. Prior to distribution, all cotton cannulatome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time. The complaint risk priority number (cprn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy cotton cannulatome sphincterotome. The cutting wire detached from the sphincterotome while inside of the patient. The cutting wire was retrieved with biopsy forceps. Another sphincterotome was used to complete the procedure. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.